Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Visual inspection of the returned tasp exhibits signs of repeated use ( nicked and gouged ) also has fractured on the medial side of the post. According to package insert, instruments should carefully be inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments subjected to high loads or impactions. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional had fatigue fractures from multiple uses and subsequently fractured at the connection tower on the inserter.